Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified, however, the event likely occurred due to a failure of the image sensor unit or a problem in the video connector. There may be a problem with the board of the part or the system side. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 combination with related equipment" for the inspection method for the event. Function check" says: [inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is emitted (see figure 3.23). 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a crack on video connector, water tightness is lost. There were few additional findings. Adhesive on bending section cover was chipped. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage on forceps elevator lever, bending section could not be fixed firmly. Video connector case had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited leakage. The issue was confirmed in post-use inspection. The device was returned and an evaluation at the repair center revealed, the color tone of the image was abnormal due to damage to the imaging unit. Also, image noise occurred and an image could not be displayed due to damage on circuit board of video plug section. This report is being submitted to capture the reportable malfunctions found during evaluation. There was no patient involvement.